Event description:
After having breast implants places needed hysterectomy, heart surgery, hashimotos, fibromyalgia +ana, chronic anemia; anxiety, heart palpitations, brain fog, depression, joint pain, muscle pain, hair loss, chronic inflammation; chronic uti, chronic yeast infection, overall feeling of not 'going' make it through each day. Chronic dry eyes and mouth. Plan on explanting. FDA safety report ID# (B)(4).